Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to heat damage, which was observed during physical inspection. Evaluation confirmed heat damaged to the outside of the rear case near the middle of the battery area and to the backflex. Engineering investigation identified a non-OEM battery cell pack in the wireless module as the cause. The non-OEM battery cell pack had a higher ampere/hour rating than the baxter provided battery cell packs. This higher ampere/hour can cause over charging and over heating of the backflex. A non-OEM battery is not recommended by baxter and per the baxter service manual the battery cell should only be replaced with an equivalent battery cell type that is recommended by baxter. The rear case was replaced. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, the device had burn/heat damage (the outside of the rear case was melted/warped near the middle of the battery area). There was no patient involvement.